Event description:
The reporter did back to back blood glucose testing and got results of 226, 183 and 251 mg/dl. Testing was done within 10 minutes, using separate fingersticks. There were no symptoms. Reporter said that he had never cleaned his meter. He did not perform a control solution test due to unavailability of supplies. Upon follow-up, it was learned that the reporter had done the back to back tests on his surestep and a fasttake, not back to back on his surestep. After cleaning, he was receiving acceptable results.